Event description:
It was reported that device reached elective replacement indicator (eri) more quickly than expected. Early battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 694758 implantable tachy lead (B)(6) 2010 407645 implantable pacing lead (B)(6) 2010. (B)(4).